Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not close properly, they kept open. Completed with another product. There was no adverse consequence.